Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm noted. No cosmetic damage noted.

Event description:
Customer reported an unexplained high blood glucose that persisted despite treating with a bolus. The blood glucose reading was 280 mg/dl. She stated that the drive support cap appeared normal. Customer ran a manual prime and stated that insulin did exit. She found no leaks. She stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. She was advised to remove the infusion set and stated that the cannula was bent. She stated that she delivered a 10 unit bolus but did not see any insulin exit. Customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.